Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6)); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath 10fcc13 flexcath contour 10f, the side port of the flex catheter contour kinked. The case was completed without any patient symptoms or complications related to the event, and no medical or surgical intervention was needed to prevent a permanent impairment of a function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the 10fcc13 of lot number were returned and analyzed. The image showing a kink on the side port of the sheath. In conclusion, the issue was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.